Manufacturer narrative:
Investigation: bd received samples and a photo from the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for sleeve function testing and upon completion, the issue relating to leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the sleeve did not function causing blood to leak. The following information was provided by the initial reporter: rubber of np point can¿t recover well, cannot stop blood go out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the sleeve did not function causing blood to leak. The following information was provided by the initial reporter: rubber of np point can¿t recover well, cannot stop blood go out.